Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0eua2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that couple of months ago patient felt her neurostimulator moving and it was placed more horizontally than flat. It was indicated that she had some pain in the left butt cheek. A follow-up report will be sent if additional information becomes available.